Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, the patient underwent a port placement procedure using the powerport m.r.I. Isp. After some time, on (B)(6) 2026, it was observed that the affected area had become swollen. An x ray confirmed that the catheter had completely fractured and migrated into the heart. It was also reported that there was subcutaneous leakage of saline solution. The catheter was removed on (B)(6) 2026, there were no issues to the patient.